Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the deflectable videoscope displayed error code b30. The issue occurred, during preparation for use. The therapeutic procedure was completed using a similar device. And there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: d8, h3, h4, h6, h11 the device was evaluated on site by an olympus field service engineer and it was confirmed that the scope socket failed. Additionally, another potential adverse event was noted where there was liquid inlet into the tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause for the reported events could not be determined. Olympus will continue to monitor field performance for this device.